Event description:
A consumer reports that one year following intraocular lens (iol) implant surgery, she began having problems with increased intraocular pressure. She has undergone two trabeculoplasties and numerous other laser treatments with no improvement. Her visual field test indicates she has lost 50% of her vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/21/2008 and 03/11/2008 by mail fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 03/20/2008.